Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event occurred due to an inoperable foot pedal, as the device was able to successfully pair with the console. However, the root cause of this failure mode could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Communication with the customer representative, the following information conveyed: device has not been returned. Per the response, customer will just use their wired backup for the time being. No further information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Technical assistance center (tac) support engineer performed troubleshooting with the olympus representative (rep.), however, the issue was not resolved. Tac informed the rep. The problem likely a mechanical issue in the footswitch and would need to be replaced. In addition, tac advised that if the footswitches do not pass the test it should not be used as this indicates an issue. The subject device has not yet returned for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with a footswitch issue. The issue occurred during diagnostic test between laser console and footswitch. No case, no procedure involved. According to the report, the paring was done successfully with the console system, however when testing the footswitch only , one pedal would blink on the unit. There is no patient involvement on this reported issue. No harm reported. No user injury reported.